Manufacturer narrative:
Product event summary: the full lead was returned and analyze and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. Medtronic, inc. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced because the physician determined that the patient's qrs was too wide. No patient complications have been reported as a result of this event.